Event description:
Degenerative disease at 3-4mm, l4-5 also at l5-s1. There is "helo" that is irregularly round the inferior portion of the graft. There is no evidence of solid fusion graft appears in place. However, I cannot see solid fusion at time of cd scan dated (B)(6) 2008, (B)(4).